Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with 2ml of juvéderm voluma® xc in the cheeks (1ml per side). Approximately three months later, they developed swelling and pain in the left cheek. Patient was treated with a small amount of hylenex. They went to see another healthcare professional whom confirmed patient experienced infection. Patient also reported they were prescribed bactrim ds for 2 weeks and drainage was performed in the left cheek. Patient then was prescribed bactrim and ciprofloxin. Symptoms resolved but returned after they stopped the medication. The area was cut and drained again then was prescribed bactrim for another two weeks. Patient further reported the infection is behaving like a biofilm. They had been to the ER twice due the symptoms and was also confirmed by the healthcare professional who also reported that the patient was treated with antibiotics by an emergency room physician. Patient stated that they had a CT scan and blood work performed showed cellulitis. However, healthcare professional reported patient had a CT scan that came back normal. The symptoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7., section c., d.1., d.4, h.4, h.6, h.8. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional provided the additional information confirming infection at injection site with swelling in the left cheek. Patient was also treated with hyaluronidase at their office but has not been back to their office for follow up.